Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Reportedly, the customer used remaining sensors troubleshooting for an invalid transmitter ID. A correction bolus was delivered to address bg.no additional patient or event information was available.